Event description:
Retainer ring recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, and force sensor test however, unable to perform the displacement test and occlusion test due to the broken reservoir tube lip and missing retainer. The insulin flow blocked alarm functioned properly during the basic occlusion and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing. The trace and history files were successfully downloaded using thus. A review of the pump history file reveals on (B)(6) 2024 at 19:41 there was a no delivery (insulin flow blocked) alarm during a bolus wizard delivery. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. The following were noted during a physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked battery compartment, stained and faded serial number label, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Cracked battery compartment, missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Insulin flow blocked alarm is unknown due to the partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated the customer received a fa896 notification. The customer also received an insulin flow blocked alarm, and had a crack on the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the device and revert to a backup plan per healthcare professional instructions. The pump will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.